Event description:
It was reported that during a wedge resection procedure, the device could be fired with absorbable tissue reinforcement material at the first firing without problem. At the second firing, it was fired without absorbable tissue reinforcement material and it could not be released. The site was resected and another new device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.